Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the device was not returned for evaluation. No specific device failure mode was alleged. The result of the investigation is confirmed for the patient report of adverse effects - arterial bleeding post arteriovenous fistula creation. The definitive root cause for the reported adverse effects of arterial bleeding could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: indications the wavelinq¿ endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis. Contraindications ¿ known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. ¿ known allergy or reaction to any drugs/fluids used in this procedure. ¿ known adverse effects to moderate sedation and/or anesthesia. ¿ distance between target artery and vein > 1.5 mm. ¿ target vessels < 2 mm in diameter. Warnings 2. The wavelinq¿ 4f catheters are single use devices. Do not re-sterilize or re-use either catheter. Potential hazards of reuse include infection, device mechanical failure, or electrical failure potentially resulting in serious injury or death. Cautions 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. Potential adverse events the known potential risks related to the wavelinq¿ endoavf system and procedure, a standard avf, and endovascular procedures may include, but are not limited to: aborted or longer procedure; additional procedures; bleeding, hematoma or hemorrhage; bruising; burns; death; electrocution; embolism; failure to mature; fever; increased risk of congestive heart failure; infection; numbness, tingling, and/or coolness; occlusion/stenosis; problem due to sedation or anesthesia; pseudoaneurysm; aneurysm; sepsis; steal syndrome or ischemia; swelling, irritation, or pain; thrombosis; toxic or allergic reaction; venous hypertension (arm swelling); vessel, nerve, or avf damage or rupture; wound problem. Avf creation 32. Under fluoroscopic guidance, advance the venous catheter towards the target location until the distal magnets of the venous catheter begin to engage the first proximal magnets of the arterial catheter. In this location, pause to rotate the venous catheter until the illumination of the rotational indicator is maximized and the arc of the electrode is pointed at the arterial catheter. Adjust the arterial catheter as needed to confirm that catheters are aligned and prepared for venous catheter advancement. Advance the venous catheter until the arc of the electrode is congruent with concave surface of the arterial backstop. Electrode should appear compressed. Confirm that the distal rotational indicators appear aligned and rotationally similar. 33. Rotate the fluoroscope to visualize the maximum tissue thickness distance between arterial and venous catheters. Confirm that the tissue thickness adjacent to the electrode housing is no greater than the width of the magnet array which is 1mm. If tissue thickness appears greater, adjust catheter position to a thinner tissue segment 44. Perform arteriogram via the arterial sheath to confirm avf creation. Alternate contrast methods may be used at the discretion of physician. H10: robert shahverdyan, gerald beathard, nasir mushtaq, terry f litchfield, peter r nelson, william c jennings (2020). Comparison of outcomes of percutaneous arteriovenous fistulae creation by ellipsys and wavelinq devices. Journal of vascular and interventional radiology, 31(9): 1365-1372. Doi: 10.1016/j.jvir.2020.06.008. H10: g3 h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported in an article in journal of "vascular and interventional radiology" titled ¿comparison of outcomes of percutaneous arteriovenous fistulae creation by ellipsys and wavelinq devices¿ that approximately sometime post procedure, out of thirty-five patients, there was one wavelinq patient who had an unsuccessful anastomosis creation and experienced arterial bleeding. It was further reported that the patient with brachial artery bleed was treated using a stent graft. However, the current status of the patient is unknown.

Event description:
It was reported in an article in journal of "vascular and interventional radiology" titled ¿comparison of outcomes of percutaneous arteriovenous fistulae creation by ellipsys and wavelinq devices¿ that approximately sometime post procedure, out of thirty-five patients, there was one wavelinq patient who had an unsuccessful anastomosis creation and experienced arterial bleeding. It was further reported that the patient with brachial artery bleed was treated using a stent graft. However, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Robert shahverdyan, gerald beathard, nasir mushtaq, terry f litchfield, peter r nelson, william c jennings (2020). Comparison of outcomes of percutaneous arteriovenous fistulae creation by ellipsys and wavelinq devices. Journal of vascular and interventional radiology, 31(9): 1365-1372. Doi: 10.1016/j.jvir.2020.06.008.